Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an expect needle was used in the pancreas during an endoscopic ultrasound with fine needle aspiration (eus fna) on (B)(6) 2017. According to the complainant, during the procedure, the needle had punctured through the sheath. Another of the same device was used to complete the case. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation of the retuned device found that the working length of the needle and sheath were kinked at the distal end of the handle. Further evaluation found the distal tip of the needle was damaged and the distal end of the sheath was punctured by the damaged needle. Function test was performed and the needle was difficult to advance due to punctured sheath. The reported event of punctured sheath was confirmed. Due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an expect needle was used in the pancreas during an endoscopic ultrasound with fine needle aspiration (eus fna) on (B)(6) 2017. According to the complainant, during the procedure, the needle had punctured through the sheath. Another of the same device was used to complete the case. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.